Manufacturer narrative:
Evaluation summary: from the information provided, it appears that the probable cause of the articular surface loosening is that the nexgen articular surface was implanted into a miller-galante ii (mg ii) tibial tray baseplate. However, with the information provided, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during revision surgery in 2009, a 14mm ac art was selected, but the surgeon could not get it to seat. The sales associate explanted that she did not think it was a nexgen primary, but surgeon said it was ok and closed up. Patient now expresses discomfort and surgeon has identified insert is now loose. On reviewing the primary surgery notes, the surgeon has now identified the primary as being mg ii and has booked a revision surgery for 2010.